Event description:
Info received indicates, the foot hi/low motor is running unintentionally.

Manufacturer narrative:
The tech found the motor loose in the foot column. The tech replaced the foot column to repair the bed.